Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Material frayed.

Event description:
It was reported that during inflation (atm unknown) of a balloon, the proximal tip allegedly bubbled up and a pinhole rupture was allegedly identified. There was no reported balloon detachment, no vessel trauma, and no difficulty in retracting the balloon through the sheath. The heath care provider allegedly used another balloon to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device and one fluoroscopy image were provided for review. A visual inspection of the returned device found peeled pebax and frayed fibers on the distal cone of the balloon. An inflation attempt was made, and water was seen exiting the balloon at a longitudinal rupture on the distal tip. Based on the image review, rounding of the distal cone when the balloon was inflated indicates asymmetrical inflation of the device. Therefore, the investigation is confirmed for peeled pebax, frayed fibers, a longitudinal rupture, as well as for asymmetrical inflation of the balloon. It is possible that the identified rupture contributed to the identified fiber and pebax issue. And it is likely that the fiber and pebax issue contributed to the asymmetric balloon inflation at the distal end of the balloon. However, the definitive root cause identified rupture could not be determined based upon the available information the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during inflation (atm unknown) of a balloon, the proximal tip allegedly bubbled up and a pinhole rupture was allegedly identified. There was no reported balloon detachment, no vessel trauma, and no difficulty in retracting the balloon through the sheath. The heath care provider allegedly used another balloon to complete the procedure. There was no reported patient injury.